Manufacturer narrative:
This report was initially submitted following notification from a customer in japan regarding a misidentification of a patient isolate as escherichia coli in association with the vitek® ms. After multiple requests, no customer data was submitted for this investigation. No additional investigation could be completed.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a patient isolate as escherichia coli in association with the vitek® ms. The customer initially reported the identification as an atypical e. Coli strain to the physician. The physician did not agree with the reported identification as the clinical symptoms did not align with e. Coli. The isolate was retested with vitek® ms and with the bruker biotyper. Initial test: vitek® ms - escherichia coli. Repeat test: vitek® ms - prevotella oris, bruker biotyper - paenibacillus odorifer. The expected identification of the isolate was not provided. The customer did not specify which identification was reported to the physician. There is no indication or report from the customer that the discrepant identifications led to any adverse effects related to the patients' health.